Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2026) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy procedure, the helix allegedly broke into two pieces inside the patient. It was further reported that the helix allegedly got caught into the stent strut while removing and continued to pull on the device until it broke. Reportedly, the broken helix piece was retrieved using snare. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter was physically investigated. During physical investigation the helix was broken at 35.5 cm from the tip of it. User reported helix break can be confirmed. Furthermore, the tube was found kinked at the same position 35.5cm from the tip of the catheter. Therefore, the investigation is confirmed for the reported break issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2026), g3 h11: d2b (mcw; dqx), h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy procedure, the helix allegedly broke into two pieces inside the patient. It was further reported that the helix allegedly got caught into the stent strut while removing and continued to pull on the device until it broke. Reportedly, the broken helix piece was retrieved using snare. There was no reported patient injury.